Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on the lcd controller printed circuit board assembly. Unable to perform displacement, rewind, seating and basic occlusion tests due to flashing white lcd display. Unable to verify motor arm communication error and critical block error due to flashing white lcd display anomaly. The insulin pump had with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer also reported that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.